Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room with presyncopal episodes, dizziness and after taking a fall and a hit to the head. Telemetry strips showed episodes of not pacing or intrinsic events. The impedance measurement was different every time it was tested. It was further reported that there was high impedance and oversensing was seen on the stored ventricular high rate episodes. When the physician opened the pocket the lead popped out of the device header. The lead was reinserted and the set screw was tightened. The device remains in use. No further patient complications have been reported as a result of this event.